Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed a drastic voltage fluctuation associated with low battery and replace battery alarms. A visual inspection of the pump showed that the battery compartment was cracked. The pump case was also cracked and moisture corrosion was evident behind the display lens. The pump failed a leak test at the battery compartment and the pump casing. The pump¿s current draws were tested and found to be above specifications. The pump cover was removed and moisture corrosion was observed throughout the pump. The transceiver flex was then disconnected from the pcb and the pump was rebooted. The pump¿s current draw returned to specifications. Unrelated to the complaint, the display screen was dim and discolored.